Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of a failure code 570 was confirmed.

Event description:
The facility returned the device for service with a report of a failure code 570. Info was not provided regarding whether or not the device was in pt use when the event occurred.